Manufacturer narrative:
Follow-up report to document device evaluation results.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the safety was not locking in place, resulting in the device remaining in run mode and potentially activating unintentionally. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the safety was not locking in place. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.